Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited high threshold. The patient presented for implant procedure. During the procedure while trying to reposition the lead, helix retraction difficulty was noted. After trying to fix the lead in a new position, the lead helix could not be extended. The lead was explanted and replaced without adverse consequences. The patient was stable before, during, and after the procedure.